Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited double beep alarm with no message on screen. It was reported that the patient switched to a different pump continue infusion. No patient injury reported.